Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) does not run on battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the ac on/off switch was turned off. The fse turned on the ac on/off switch. The fse then completed full calibration, functional testing and safety check to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for customer use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.